Event description:
Knob "snapped". During colonoscopy, colonoscope # 614 failed to operate correctly. Physician states he felt knob snap. The scope then failed to turn correctly and camera lens unable to be manipulated. New colonscope then used to complete exam.

Event description:
Knob "snapped". During colonoscopy, colonoscope # 614 failed to operate correctly. Physician states he felt knob snap. The scope then failed to turn correctly and camera lens unable to be manipulated. New colonscope then used to complete exam.